Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia") and endometriosis ("endometriosis"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menometrorrhagia and endometriosis outcome was unknown. The reporter considered endometriosis, menometrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: pfs and medical record received : previously reported event "injury to herself" updated to "pelvic pain", medical history, reporter, lab data added. New event added- menometrorrhagia, endometriosis. Case category became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.